Manufacturer narrative:
Investigation summary: one 2420-0007 sample was received for investigation with residual fluid present within the sample; no packaging was received with the sample, however the customer indicates the affected lot number to be 20056655. Additionally a 250 ml nacl IV bag was received connected to the spike component to assist the investigation. A visual inspection of the 2420-0007 sample identified the silicone tubing had bulged near the upper pumping segment confirming the customer's experience. The flow stop was then released and the sample flushed through, no flow restriction or bulging of the silicone segment was identified throughout testing. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20056655 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Please note, ballooning of the silicone segment is not a manufacturing defect and is typically caused by an excessively high internal pressure. Previous investigations have identified that administering an IV push without clamping the line above the injection port can create an internal pressure high enough to cause this effect. A review of the database indicates that there have been a small number of similar complaints, however they have not been attributable to a product defect or manufacturing issue.

Event description:
It was reported that the as lvp 20d 2ss cv tubing expanded/ballooned during use. The following information was provided by the initial reporter: "nurse noticed upon disposal of line that the line was bulging."